Event description:
Additional information was obtained, revealing that the leads were replaced via surgical intervention on (B)(6) 2024. Furthermore, it was reported that the patient had experienced pain at the lead site.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed both leads were fractured. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The reported event of stimulation lost was confirmed. As received, the octrode stim lead segment had all its internal wires broken, that would cause high impedance will effect the stimulation.